Manufacturer narrative:
H6: investigation findings, conclusion code.

Manufacturer narrative:
G1. Manufacturing site name and address: w.l. Gore. Medical phoenix 2. 32470 n north valley pkwy. Phoenix, az 85085.

Manufacturer narrative:
Updated g1 manufacturing location to wl gore silicone valley.

Manufacturer narrative:
According to the gore¿ excluder¿ aaa endoprosthesis featuring c3 deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore¿ excluder¿ aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2021, follow up CT imaging revealed aneurysm enlargement, and a type iii endoleak (component disconnection) was suspected. A reintervention took place, and the intra-operative angiography imaging confirmed a type iii endoleak (component disconnection), and a type ii endoleak from the lumbar artery via the left internal iliac artery. An additional stent graft was placed at the component overlap junction, and coil embolization of the lumbar artery was performed. The endoleaks were resolved. The patient tolerated the procedure.